Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose was 430 mg/dl. Customer treated with syringe. Troubleshooting was initiated but not completed due to customer does not want to ruin her infusion set. Customer will call back if further assistance is needed. No further information provided.